Event description:
The patient claimed that the arrows and ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: testing confirmed intermittent responses to button presses on the 'up', 'down', 'ok' and 'contrast' buttons. Multiple button presses with increased force applied are required before the 'up', 'down', 'ok' and 'contrast' buttons will engage..confirmed the 'up', 'down' and 'ok' buttons are sticking and are hyper-responsive/scrolling in response to button presses..confirmed damage to the keypad-the keypad cover is peeling below the 'ok' button, and is torn off at the 'up', 'down' and 'ok' buttons, exposing the button contacts. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Unrelated to the display, the text on the display screen is dim/faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.